Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, 2 cannulated screws were put into a patient¿s ankle and were be too long. When two depth gauges were compared, it was determined that the depth gauge in question, was off at least 5mm. The screws were exchanged, and surgery successfully completed. There were no fragments generated. The surgery was delayed for 5 minutes. Concomitant devices reported: cann screw measuring device for 6.5mm & 7.3mm cann screws (part number 319.70, lot a4df803, quantity 1). 6.5mm cannulated screw fully threaded 80mm (part number 208.472, lot unknown, quantity 1). This report involves 1 6.5mm cannulated screw fully threaded 75mm. This is report 2 of 3 for (B)(4).